Event description:
As reported, during a cardiac catheterization procedure, the encore inflation device started "snapping" and would not hold inflation atmospheres. The case was delayed until a replacement device was attached. There was no pt injury. The used device has been returned for eval.

Manufacturer narrative:
The used device has been received by the MFR, however, it has not been evaluated, therefore, a failure analysis is not yet available. Upon eval of the device/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.